Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the foreign objects presents in the j-tube (jet tube), nozzle, and connecting tube malfunctions cannot be established. Also, for clogging of the j-tube (jet tube) in the control unit due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had foreign objects present in the j-tube (jet tube), nozzle, and connecting tube, with clogging of the j-tube (jet tube) in the control unit. There were no reports of patient involvement.